Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of (8) large bore stopcock with rotating male luer lock were defective and unsterile with air leak. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: eight (8) actual samples were received for evaluation. Visual inspection was performed which observed that one sample was wrinkled and there was a part of the blister package seal that was opened. A bubble test was performed on each received sample which revealed a leak in the seal of only one sample. The reported condition was verified in one sample; however, not verified in the remaining seven samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.